Event description:
Per the account's sales representative ((B)(4)),  the customer reported a possibly damaged valve. The customer mentioned the catheter had been in place at least 6 months and then the valve started to leak.  It is unknown if something was jammed into the valve causing the damage. It was removed and replaced. There was no patient injury. The sample is available for evaluation. On (B)(6) 2014, the customer ((B)(6)) provided the following additional information: the lot number is unknown. The catheter was placed on (B)(6) 2013. There was no difficulty noted during placement. The patient was diagnosed with malignant pleural effusion. As part of the patient¿s treatment regime, the patient received palliative radiation to the spine in 2011. There were no other types of procedures performed with the catheter. There was nothing noted of the catheter during placement or at any time (prior to when the leak was noted), that would indicate a defect. The patient did not experience any difficulty accessing the catheter during drainage sessions prior to the leak being noted. The leak at the valve was noted on (B)(6) 2014. The patient developed a pneumothorax and slightly worsening shortness of breath. A new valve was grafted onto the old catheter and the patient is now in stable condition.

Manufacturer narrative:
(B)(4). Investigation results: one (1) sample was submitted for evaluation. The valve sample was provided by the customer with a short piece of the catheter tubing and a cap. The following steps were taken to analyze the sample: 1. An access dilator (from an unused pleurx bottle) was used to access the valve. It felt normal ¿ no abnormal friction was noted. There was dried blood inside the valve which flaked off during the access. 2. The valve was leak tested using a vacuum decay method which tests to -3 psi (pounds per square inch). The test failed, confirming the customer¿s statement that the valve was leaking 3. The valve was then disassembled. Both the disc and duckbill valve had dried blood. The duckbill valve showed abnormal degradation/damage which was evaluated further (see step #4 below). 4. The used duckbill valve was next placed on an access dilator so that the seal surfaces could be observed. The sealing surfaces, which are typically smooth, were jagged and the polyisoprene material showed signs of damage/ degradation. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be performed as lot number information was not available. Based on the investigation results, it was determined that the most probable root cause for the reported condition is material degradation, which led to the sealing features of the valve to be altered. It is unknown why the duckbill valve¿s material was damaged / degraded, but this could be related the patient¿s physiology or length of time implanted. The pleurx valve has recently been transferred to a new supplier and polyisoprene material. The returned valve was manufactured prior to the supplier/material change. This can be identified by specific geometry of the valve housing and the lack of the printed pleurx logo. It is known that the new polyisoprene material has improved aging characteristics from the old polyisoprene material and 5 year shelf life testing was completed as part of the improvement. However, it is unknown whether the new polyisoprene material would have prevented the reported issue. The manufacturing plant will continue to monitor this issue to identify any adverse trends and/or the need for any further actions.